Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted and advanced through the septum. However, while inserting an xtw clip delivery system (cds), a clot was observed where the sgc crossed the septum in the right atrium (ra). To treat the clot, heparin was administered to the patient. The procedure was continued, and the clip was successfully implanted, reducing mr to a grade of <1. While removing the sgc from the anatomy, the clot was observed to still be attached to the septum in the ra. Therefore, additional heparin was administered to the patient. There was no clinically significant delay in the procedure.